Event description:
It was reported thrombosis occurred. In (B)(6) 2023, a left atrial appendage (laa) closure procedure was performed using a 27mm watchman flx laa closure device with delivery system (wds). A routine follow up examination was performed in (B)(6) 2023 and no thrombus was visible on transesophageal echocardiogram (tee). In (B)(6) 2023 tee was performed for reasons unrelated to the watchman device and a thrombus was identified on the surface of the closure device. The thrombus was observed to be non mobile, laminar, and biased towards the limbus. It was observed that the closure device was tilted towards the limbus and created a visible gutter with the limbus ridge. The patient was instructed to resume apixaban and aspirin and tee will be repeated in three months.

Event description:
It was reported thrombosis occurred. In (B)(6) 2023, a left atrial appendage (laa) closure procedure was performed using a 27mm watchman flx laa closure device with delivery system (wds). A routine follow up examination was performed in (B)(6) 2023 and no thrombus was visible on transesophageal echocardiogram (tee). In (B)(6) 2023 tee was performed for reasons unrelated to the watchman device and a thrombus was identified on the surface of the closure device. The thrombus was observed to be non mobile, laminar, and biased towards the limbus. It was observed that the closure device was tilted towards the limbus and created a visible gutter with the limbus ridge. The patient was instructed to resume apixaban and aspirin and tee will be repeated in three months. It was further reported the patient fully recovered and was discharged.

Manufacturer narrative:
B5 describe event or problem updated. B6 relevant tests/laboratory data. B7 other relevant history.